Event description:
It was reported that implantable cardioverter defibrillator (ICD) went into bvvi mode. Upon further inquiry, was informed that the patient had undergone an MRI scan. The device was restored. The backup therapy was not available. The patient is in stable condition.